Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that "hair contamination was observed in the shrink-wrap before use. The package was not opened." No patient injury was reported.

Manufacturer narrative:
One catheter was returned for evaluation in unopened packaging box. No visible damage to the packaging box and shrink wrap was observed. One loose black hair-like particulate was observed between the packaging box and the shrink wrap. One end of the particulate appeared to be consistent with a hair follicle. The other end of the particulate appeared cut. The length of the particle was approximately 3 cm long. Visual examinations were performed under microscope at 20x magnification. Customer report of hair contamination issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.